Manufacturer narrative:
Alleged failure: last wednesday we had a similar occurrence with an iconix 1tt inserter tip breaking off and lodging in the pilot hole. The implant stayed put and the suture slid just fine. I am going to send the broken inserter for your records as soon as possible. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) movement of guide out of orientation to pilot hole, or 3) use of wrong drill. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the fork on the inserter broke and remained in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the fork on the inserter broke and remained in the patient.